Event description:
A report was received that the patient developed spinal cord irritation after a permanent implant procedure. It was noted that the leads appeared to enter the thecal space at lead entry causing discomfort. It was believed that the event was procedure related. The patient underwent a revision procedure wherein the leads were explanted and the ipg was relocated. The event was resolved.

Manufacturer narrative:
Additional information was received that during the revision procedure, the first lead was removed and patient¿s pain was reduced in the right lower extremity. A second lead was removed and pain stopped completely. During reprogramming, the pain returned and a third lead was removed. The fourth lead was remained and retunneled to the ipg that was relocated. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient developed spinal cord irritation after a permanent implant procedure. It was noted that the leads appeared to enter the thecal space at lead entry causing discomfort. It was believed that the event was procedure related. The patient underwent a revision procedure wherein three out of four leads were explanted and the ipg was relocated. The event was resolved.

Event description:
A report was received that the patient developed spinal cord irritation after a permanent implant procedure. It was noted that the leads appeared to enter the thecal space at lead entry causing discomfort. It was believed that the event was procedure related. The patient underwent a revision procedure wherein three out of four leads were explanted and the ipg was relocated. The event was resolved.

Manufacturer narrative:
Additional information was received that the patient had experienced "right leg radicular pain exacerbation".

Event description:
A report was received that the patient developed spinal cord irritation after a permanent implant procedure. It was noted that the leads appeared to enter the thecal space at lead entry causing discomfort. It was believed that the event was procedure related. The patient underwent a revision procedure wherein three out of four leads were explanted and the ipg was relocated. The event was resolved.

Event description:
A report was received that the patient developed spinal cord irritation after a permanent implant procedure. It was noted that the leads appeared to enter the thecal space at lead entry causing discomfort. It was believed that the event was procedure related. The patient underwent a revision procedure wherein three out of four leads were explanted and the ipg was relocated. The event was resolved.

Manufacturer narrative:
Additional information was received that the patient also had an exacerbation of her right leg pain after the implant procedure. The symptom was procedure related and was resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.